Event description:
A pt who is a (B)(6), called stating he/she has been wearing acuvue advance for astigmatism contact lenses for about 1 1/2 years. The pt said he/she found that an acuvue advance for astigmatism lens was folded when removed from the blister pack and the pt unfolded it and inserted the lens into his/her left eye (os) on the evening of (B)(6) 2011. The pt said it felt as if there was a "ridge on the lens." The pt said that after a few hours of wear the lens was bothering him/her, but "was not too bad." The pt said he/she continued to wear the lens because when he/she rec'd a folded lens in the past, the lens "would usually flatten out." The pt said he/she slept in the lens that night. The pt said that when he/she awoke the next day, he/she did not notice anything regarding the lens, but while eating breakfast, the os started to bother the pt. The pt said he/she went for a hair cut around noon and while there, his/her os started to water. The pt removed the os lens when he/she got home. One (B)(6) 2011, the pt said his/her os was red, tearing and swollen shut. The pt was seen at a hospital eye clinic and was told that his os was scratched and the pt had "eye infection." The pt said he/she was treated with vigamox eye drops (B)(4); lacryvisc lubricating ointment (B)(4) and profenid tablets for pain (B)(4) prn. The pt said he/she was told to return to the clinic on sunday, (B)(6) 2011 if the symptoms did not improve. At the time of the call approx 2:45 et, the pt reported his/her os was feeling better and was open, but it felt better when the eye was closed. We requested a copy of the pt's medical record and we requested that the suspect lens be returned for evaluation. The pt said he/she put the lens into the lens case that already contained a lens; he said he would return the lens case with both lenses. On (B)(6) 2011, we rec'd a copy of a letter from the pt's treating doctor stating that the pt was seen on (B)(6) 2011 due to severe left eye pain in relation to the use of contact lenses and was diagnosed with infectious keratitis, contact related, and started on topical antibiotics and eye lubricants. One week after treatment, the pt is better but still recovering from eye infection and irritation. The pt was started on steroid drops to reduce inflammation and to reduce the scar area in the cornea. The pt will be able to use contact lenses again, probably in one more week. A new refraction exam and prescription of optic glasses is highly recommended for this case. On (B)(6) 2011, the pt said his/her os was better and he/she was wearing a lens in his/her od but not in the os and the pt did not wear glasses. The pt stated that he/she does not wear eye glasses. The pt's medical record and the suspect lens have not been rec'd at this time. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b008gd4 was produced under normal conditions. If additional information is rec'd, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Method: device not returned. No evaluation will be performed. Conclusions: no conclusion can be drawn.